Manufacturer narrative:
One device was received for evaluation. Visual inspection found a damaged/detached downstream occlusion (dso) seal. Functional testing found a damaged downstream occlusion sensor. The dso sensor and seal were replaced. The device then passed all functional testing. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device was sent in for an unknown repair. The device evaluation revealed a detached downstream occlusion seal. There was unknown patient involvement.